Manufacturer narrative:
This device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the elevator wire of the device was frayed and bent. As a result of analysis for the fracture surface of the elevator wire, it is surmised that the wire frayed due to fatigue fracture by repeated stress. Omsc reviewed the manufacturing history of this device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that during reprocessing of the subject device, the laboratory technician at the user facility was injured by the frayed elevator wire of the device. The facility will conduct a blood test for the laboratory technician. It is unknown when the elevator wire of this device frayed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".